Manufacturer narrative:
Device evaluation: broken shell and brown particles. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with wear abrasion in the side anterior assessed as surgical impact opening.

Event description:
Healthcare professional additionally reported capsular contracture ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side rupture with "fluid". And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Healthcare professional confirmed. Healthcare professional additionally reported, capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with "fluid".

Event description:
Patient reported left side rupture with "fluid", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed. Device remains implanted.